Event description:
It was reported that the instruments (1352402, 1352401, 1352412, 1352413, 1352408 and 1352409) are coming apart and the silicone is peeling away from the metal. When the doctor first noticed that one of the instruments was peeling away, he did not use the other five instruments that were also peeling away. There was no reported patient impact.

Manufacturer narrative:
Concomitant products: 1352401 stim dissection curved needle. A 1352412 stim diss ring 3mm reg dissector; lot # 201109mf; manufacture date: september 2011. A 1352413 stim diss ring 2mm reg dissector. A 1352408 5mm stim dissection sickle knife 1352409 90 deg stim dissection hook. (Insulation). Result: mechanical shock problem. Six instruments (1352402, 1352401, 1352412, 1352413, 1352408 and 1352409) were returned for evaluation. Analysis indicated that the coating (insulation) was oxidized and peeling away from all six instruments. After viewing the devices under magnification it was determined that the coating was cracking and bubbling up [appears to be some sort of chemical reaction]. Note: this MDR is being filed as a result of an internal review of complaints from medtronic¿s mxi facility in (B)(6). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues.